Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the customer results of third-party testing and the complaint investigation, the customer decided to not return the device based on the negative result after enhanced cleaning and additional sampling. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025 sampling from: unknown(brush/wash) cfu: 10-100cfu bacterial identification: pseudomonas aeruginosa bacterial identification: kocuria sampling date: (B)(6) 2025 sampling from: unknown (brush/wash) cfu: 10 cfu bacterial identification: staphylococcus cfu: 10 cfu bacterial identification: micrococcus sp. Sampling date: (B)(6) 2025 sampling from: unknown (brush/wash) cfu: no growth after 7 days incubation bacterial identification: none the reported event was not confirmed as the scope was not microbiologically tested by olympus. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during service / maintenance, the evis exera iii colonovideoscope tested positive for 10-100 colony forming units (cfus) of pseudomonas aeruginosa and 10-100 colony forming units (cfus) of kocurla sp. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.